Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.

Event description:
The manufacturer rec'd info alleging a failure of a ventilator's power cord. The device was not in patient use.